Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken into three pieces, therefore the reported event was confirmed. The fiber connector was analyzed, no defects on connector face was found. Despite the customer mentioned that the issue was found upon unpacking, the analysis revealed that the fiber was used two times before, therefore, the fiber break was noticed after the second use but before the third use of the device. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Based on these observations, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a ureterolithotomy procedure, upon unpacking the fiber, it was noticed that the fiber tip that is connected to the console was fragmented, therefore, the fiber could not be use. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber confirmed that the fiber was broken, and it was also found that the console indicated the fiber was used two previous times.